Manufacturer narrative:
G4: (B)(6) 2019. B4: (B)(6) 2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019. The field service engineer performed troubleshooting and confirmed the reported problem. The field service engineer was able to duplicate the co2 rebreathing alarm and found there was air flow issue was well. The field service engineer then replaced the flow sensor assembly to resolved the issue. The fse performed repair to specified requirements and performance verification successfully.

Event description:
The customer reported a carbon dioxide (co2) rebreathing risk alarm and unable to adjust the air flow. There was no patient involvement.